Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was partially dislodged. The lv lead also showed high pacing thresholds with loss of capture (loc) and phrenic nerve stimulation. They tried to reprogram the lead pacing, to minimize right ventricular (rv) pacing in response to the dislodgement. However, was still seeing pacing at 90 beats per minute. Further, the physician opted not to reposition the lead due to patient ejection fraction (ef) has improved. The lead has been explanted at this time. A new lv was implanted at the same procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was partially dislodged and was trying to reprogram to minimize right ventricular (rv) pacing in response to the dislodgement. However, was still seeing pacing at 90 beats per minute. Further, the physician opted not to reposition the lead due to patient ejection fraction (ef) has improved. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was partially dislodged. The lv lead also showed high pacing thresholds with loss of capture (loc) and phrenic nerve stimulation. They tried to reprogram the lead pacing, to minimize right ventricular (rv) pacing in response to the dislodgement. However, was still seeing pacing at 90 beats per minute. Further, the physician opted not to reposition the lead due to patient ejection fraction (ef) having improved. The lead remains in service but was turned off. No additional adverse patient effects were reported.